Event description:
The customer reported that the insulin pump was missing some bolus corrections. The caller also stated that insulin from the reservoir barrel was leaking. The blood glucose reading was 190mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.